Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) was caused by the video connector damage. When the electric contact of the video connector becomes unstable, it causes communication with the scope to be impossible. Handling of the equipment is described below in the instruction manual: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
As part of our investigation , the technical assistance center (tac) assisted the customer with troubleshooting the unit. The customer informed tac that this issue also, occurred multiple times with the facility¿s unit. The customer was attempting to use a cyf-v2 and the 190 series scopes. Tac advised the customer that the 190 scope does not fit on this cv-170; however, the cyf-v2 was compatible. Tac advised the customer that on the video connector of the scope there is a label marked "up" and this side must be facing up when connecting the scope to the socket on the cv-170. If the user has it upside down and tried to force it in, there will be no image and it could cause damage to the socket. In addition, the unit was returned to the service center for evaluation. The customer¿s complaint was confirmed. The middle pin inside the connector was found damaged and bent. Minor dents and minor scratches were on the unit¿s housing. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during set up, no image displayed on the loaner video system due to damage on the electrical contact pad of the video connector socket. There was no patient involvement reported.